Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. Custom pak lot specific to this event is not known; therefore, lot history and device history record (DHR) review not possible. It is imperative the end user ensure that the cannula is properly and securely attached to the syringe prior to entering the patient's eye. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Improper attachment of the cannula to the syringe luer lock is a potential cause. It is noted in the report description that the scrub tech responsible for connecting the cannulas to the syringes was in training. (B)(4).

Event description:
A customer reported that the hydrodissection cannula disconnected from the syringe and impaled the patient in the sulcus during a cataract extraction procedure. The wound was carefully inspected and the lens was implanted. The procedure was completed without further impact to the patient. It was noted that the scrub technician who was responsible for connecting the cannula to the syringe was in training at the time of the incident.